Event description:
It was reported that the console device was "getting hot". It was unknown to the reporter if the device was used in surgery. It was unknown if a spare device was available for use. There were no delays to any planned surgical procedures. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.